Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of dyspnea and mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the available information it is likely that the reported single leaflet device attachment (slda) is the result of patient anatomy. The reported patient effects of dyspnea and recurrent mr are the result of the slda. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat grade 3 degenerative mitral regurgitation (mr). One clip was implanted, reducing mr to grade 1. On (B)(6) 2020, the patient presented with dyspnea. Echocardiogram confirmed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr increased to grade 4. On (B)(6) 2020, a second mitraclip procedure was performed. Two clips were implanted, reducing mr to 1-2. No additional information was provided.